Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the buttress/compression nut (part #: 03.037.016, lot #: 4l75805) was returned and received at us cq. Visual inspection of the device was performed and it showed no visual defects. Functional test: the functional test was performed on the returned devices at cq. The devices were not able to fully assemble due to the damaged proximal threads on the blade/screw guide sleeve. The buttress/compression nut (part #: 03.037.016) was able to thread onto the blade/screw guide sleeve (part #: 03.037.017) until the damaged threads on the guide sleeve would obstruct further assembly. The complaint can be replicated with the returned devices due to the damaged threads on the guide sleeve. Dimensional inspection: since the received buttress/compression nut has no issues and the complaint condition was caused due to damaged proximal threads on the blade/screw guide sleeve. So, the dimensional inspection was not performed. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed: complaint is confirmed, but the complaint cause cannot be traced to the device. As the threads of the mating device (blade/screw guide sleeve) were damaged, causing device interaction issue. Investigation conclusion the complaint condition is confirmed but, the cause cannot be traced to the buttress/compression nuts as the threads for the blade/screw guide sleeve (p/n: 03.037.017) were damaged, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.016, lot: 4l75805, manufacturing site: hägendorf, release to warehouse date: 05 aug 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021 during inspection after a wash it was identified that, trochanteric fixation nail-advanced (tfna) lock in set buttress compression nut is very hard to screw on and off and blade screw guide sleeve. The buttress nut gets stuck on the guide sleeve. It would stop at a certain point, would not be able to spin/advanced it. There was no patient involvement. This report is for one (1) buttress/compression nut. This is report 1 of 2 for (B)(4).